Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act button were squire. Customer stated insulin pump had reject batteries, slower on rewind, blemish on screen left corner beginnings off a crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).